Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains implanted and the delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of thrombosis is listed in the graftmaster instruction for use as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the distal circumflex artery (cs) with the use of an unspecified device. The patient was intubated and cardiac tamponade/pericardiocentesis performed. A 2.75 x 34 mm non-abbott drug eluting stent (des) stent was implanted and the graftmaster was implanted overlapping distally; however, there was a trace miniscule leak remaining and the mid to distal vessel was 100% thrombosed. No further intervention was performed. The patient remains hospitalized, in guarded condition. No additional information was provided.